Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Along with return sample one photo was provided for review. Upon infusion, the proximal portion of the strengthening sheath of the catheter was noted to balloon. A longitudinal split was made where the ballooning was observed for further investigation. Upon split created, small amounts of water were observed exiting the split area. An additional longitudinal split was made upwards towards the clamping sleeve for further investigation. A c-shape split was inadvertently created during test. Upon arriving to the catheter luer and noted to be a burst. Ballooning was noted on the catheter tube in photo review. Therefore, the investigation is confirmed for the reported catheter bulged, material protrusion and identified burst issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the broviac cv catheter. Post the procedure on (B)(6) 2025, the catheter became unusable due to expansion. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that on (B)(6) 2026, during a procedure, the catheter became unusable due to expansion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.